Event description:
It was reported that the arctic sun device was very noisy.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The device was evaluated upon receipt. The reported issue of the device being very loud could not be determined during the inspection. During the depot evaluation it was found that the mixing pump became very loud and the device vibrated. Per depot evaluation the mixing pump was replaced due to becoming very loud and the device vibrated. A 2000-hour pm was completed on the device. Replaced heater, mixing pump, circulation pump, drain valves. Cleaning, inspection, functional check, water replacement, passed calibration, stk, mtk. Device without error. Device passed all applicable testing. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.